Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited erosion, burning and itching sensations. All available information indicates that as of this time, the lv lead remains in service. There were no additional adverse patient effects reported.